Event description:
It was reported that the pump battery could not be charged and that the battery was depleting quickly. The customer reverted to an alternate method of insulin therapy. It was also reported the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer¿s blood glucose level was 143 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.